Event description:
Pt called to report pain and joint swelling. He said it was worse after 3rd injection and now 3 weeks after the last shot, his knees are swollen and he is in terrible pain. Advised him to try to take some ibuprofen or aleve till tuesday when he will see his md. Counseled pt that is common side effect.